Event description:
Customer reported that during a case, the ventilator screen blanked out there was no reported patient injury. Datex-ohmeida's investigation into the reported occurrence is still ongoing.